Event description:
It was reported that the implantable cardioverter defibrillator (ICD) became hot and caused pain to the patient. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.